Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat# ep-200144 lot# 65805576 act artic e1 hip brg 28x38mm. Cat# 00877502803 lot# 3165123 bioloxâ delta, ceramic femoral head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with superior and likely posterior dislocation of the femoral head. A definitive root cause cannot be determined. The reported event was confirmed based on the provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 months post implantation of a left total hip arthroplasty, the patient was revised due to dislocation. No additional information was available.